Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 434 to 530 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 267 mg/dl. Troubleshooting found that the customer last changed the set 7 days ago and was advised to change every 3 days per FDA guidelines. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer indicated that they would call back if any further issues.